Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user's reported problem of "tip broke off" was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509 generated. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; tissue buildup was noted. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. Additionally, charred marks were noted on the teflon pad. The distal end of the device was inspected under a microscope and found the probe detached; the missing portion was not returned. The wiper movement was normal. The consistency of movement of the handle and jaw were normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on similar reported events, olympus attributes the likely cause for the damaged/broken probe to the probe coming into contact with a hard or metallic surface during activation. Additionally, the cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains the following warning statements in an effort to prevent damage to the teflon pad and probe breakage: - "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the event details and the evaluation of the device history records (DHR). The thunderbeat tb-0535fcs probe was not returned to the service center for evaluation of the blade broken off of the device tip. The user¿s complaint could not be confirmed because the probe was not returned. The device history record review was performed by osta personnel for the lot manufactured, which indicated no anomalies were observed, and all units manufactured met specifications. The exact cause for the broken blade could not be determined by the original equipment manufacturer (OEM) as the device was not returned for evaluation. However, based on the past similar cases, the probe possibly broke off due to contact with a surgical instrument or the non-insulated area of grasping section.

Event description:
The service center received a report that one thunderbeat probe (tb-0535fcs), lot number kr857493, had a blade break off from the device tip during preparation for a laparoscopic hysterectomy procedure. The broken probe was observed upon removal from the box. There was visual damage to the probe, teflon pad, but it is unknown if there was metal exposed on the jaw. The device was not used on or near a patient and there was no patient involvement. The intended procedure was completed with a second device. This is report 1 of 2.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of blade tip breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report that one thunderbeat hand-piece (probe) had a blade break off from the device tip, during an unspecified procedure. It was not reported if the piece fell into the patient, and if so, if it was retrieved by the physician. The physician continued with the intended procedure with a second thunderbeat probe, which also malfunctioned, unknown error code, but was continued to be used until the completion of the procedure. It was reported no patient injury.